Event description:
It was reported that the device would never fully reach a defibrillation charge and as a result, could not be used to deliver defibrillation. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer confirmed that the power conversion pcb was replaced and then proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The power conversion pcb will not been returned to physio-control for evaluation and further component cause of the reported failure cannot be determined at this time.